Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor makes static noise, smells) has been confirmed. The monitor's case showed signs of overheating upon receipt. The root cause of the overheating monitor was defective component c19, a high voltage capacitor on the defibrillator board. The root cause of the defective component cannot be positively determined, but may be due to random component failure. No adverse event resulted from the defective capacitor. The pt rec'd a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he changed his battery and the monitor mad a humming/static noise. He reported that the monitor made a noise and then started to smell. The pt was issued a replacement monitor.